Event description:
Port-a-cath leaking per patient. Received a call from the patient on (B)(6) 2011 informing us that his port-a-cath was leaking and wanted to alert us of the information. He told us that it would be removed the following week.